Manufacturer narrative:
Qn (B)(4). The reported complaint of "rupture of the balloon" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "it was reported that rupture of the balloon was found immediately after placement in the patient. Therefore, the user removed the catheter and replaced a new device. No severe calcification was observed". Additional information states that the second catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".

Event description:
It was reported "it was reported that rupture of the balloon was found immediately after placement in the patient. Therefore, the user removed the catheter and replaced a new device. No severe calcification was observed". Additional information states that the second catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).